Manufacturer narrative:
Returned device was received in decent physical condition but the front panel was bowed and the battery cover was cracked. During the evaluation of the device, the low pressure alarm occurred immediately. The patient pressure cycling led was out of tolerance and needed calibration. The fault was found to be with the user in that they never calibrated the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information- no patient involvement.

Event description:
Additional information: no patient involvement. Issue was identified during testing.

Event description:
It was reported the device was giving an alarm for low pressure. No adverse effects reported.